Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the camera lens of the gastrointestinal videoscope had foreign material. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera lens of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.